Event description:
A malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was able to continue using the pump without a recurrence of the malfunction code. The customer was advised to contact support again if the issue reappeared, and the caller confirmed their understanding of this guidance.